Event description:
I purchased a box of 3 icyhot heat therapy - air activated heat patches- for the back & large areas. A couple days ago my wife used the first one on her back and followed all of the instructions for application and use. When she removed the patch she had two second degree burns, the largest being about 1 ? Inches in diameter.